Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked case, serial number label missing, corroded battery tube, broken battery tube threads, cracked end cap, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where broken battery tube threads and cracked case on the battery tube side was noted. The pump did not meet specification due to a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1884 that was returned for product analysis.